Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the system froze during a surgical procedure. The system was exchanged to complete the procedure. Additional information was requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The host module was replaced and returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 16, 2012. Based on qa assessment, the product met specifications at the time of release. The host module was received and tested. The host module was found to meet product specifications. The host module was found to function normally. Therefore, the root cause of the reported event cannot be established. (B)(4).